Event description:
The sales representative reported that the middle part of the resector broke off in the patient's shoulder during surgery. No injuries to the patient and no delays were caused as they were able to use another shaver.

Manufacturer narrative:
The complaint device was returned to the manufacturer for investigation, and the investigation is still ongoing. A follow-up report will be submitted upon completion of the investigation.